Event description:
It was reported that during the surgery, the sureshot targeter didn't work after connecting to the controller, the information on the monitor showed " the targeter is broken, please exchange".

Manufacturer narrative:
The associated complaint device was not returned. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed batch. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.

Manufacturer narrative:
The associated sureshot targeter was not returned for evaluation. Therefore, a product analysis could not be conducted. The device was manufactured in 2016, which suggests it has been in use for some time. The targeter is a reusable device that can be exposed to numerous surgeries and cleaning cycles. Damage from repeated use can occur and some causes for the malfunction would include a broken cable, damaged connector, broken from connection, and/or silicone over molding failure. Our investigation found that the subject device has been previously evaluated for similar events and an upgrade to the targeter has taken place. A second generation targeter has been released and is available (please reference device 71692851) for use. The sureshot device user manual is available, identifying pre-operative requirements for use and troubleshooting suggestions if needed. Without the return of the actual product involved, our investigation of this report is inconclusive. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. We consider this investigation closed. Should additional information be received, the complaint will be reopened. Credit cannot be issued for the device.